Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. Data from the relevant event dates were reviewed (04jun2024 and 07jun2024), and the data showed low power hazards and no external power alarms on 04jun2024 beginning at 02:53 and on 07jun2024 beginning at 00:18. The alarms are consistent with a loss of ac power while the system controller is connected to the mobile power unit (mpu). In both cases, the alarms were resolved when ac power was restored to the mpu. The backup battery was able to provide support to the system as intended. Pump function was not affected. Attempts to obtain information about the event from the patient were made, but to date no response has been obtained. The root cause for the event was unable to be determined through this investigation. Device history records could not be reviewed due to the serial number of the mobile power unit being unknown. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this eve.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log files were sent for review. The log file captured a series of low power hazards on (B)(6) 2024, which were caused by power to the mobile power unit (mpu) being interrupted. There was no interruption in pump support during these events and the ventricular assist device (vad) appeared to be functioning as intended.